Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, the last time the reporter heard of information, the patient was in the intensive care unit (ICU) for pneumonia and an infected gastrostomy tube and was being given IV valium for withdrawal.

Event description:
It was reported that the pump reached end of service (eos) due to normal battery depletion. The pump was not replaced, but would in the near future. The patient was in the hospital and given intravenous (IV) valium. It was also stated that the patient experienced withdrawal symptoms and increased spasticity. The patient¿s status at the time of the event was alive and no injury. The pump was used to deliver lioresal. It was later reported that the pump replacement had not been scheduled and that the patient was in the intensive care unit (ICU). The patient was currently not receiving therapy due the pump being at eos.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l49841, implanted: (B)(6), product type: catheter. (B)(4).